Event description:
Litigation alleges the patient suffers from pain, discomfort, limited mobility, and toxic cobalt-chromium metal debris to be released into the tissue. Update rec'd (B)(6) 2014 - pfs and medical records received. After review of the medical records there is no new additional information that would affect the existing MDR decision. Update (B)(6) 2015 - pfs and medical records received. A dor was provided. After review of the medical records for MDR reportability, the revision operative note indicated pain and high ion levels above 7. The liner wasn't able to be removed so the cup was revised. The cup and stem are now being added to the complaint.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) for the cup and stem since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy considers the investigation closed. Should additional information be received the investigation will be reopened.

Event description:
Update ¿11/14/2016 pfs and medical records received. After review of the medical records, with the exception of about 20 pages that were illegible, for MDR reportability, in addition to what was previously reported the revision surgery notes reported multiple broken wires (unknown whose cables they were) from an old trochanteric osteotomy, there was hypertrophic scarred tissue that seemed to be interposed in the articulation itself. Medical records from (B)(6) 2014 stated that the patient reported having instability and falling. There was no new information provided that would affect the existing investigation.